Manufacturer narrative:
The insulin pump was received with an unexpected restart error alarm and memory lost after battery change due to voltage leak on an interface board component. The unit was received with normal operating currents and no unexpected off no power or low battery alarms. The unit passed the self test, and there were no unexpected signal too low alarms. The unit had cracked casing at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The alarm would occur after each battery change. The time and date would need to be reset with each unexpected restart error alarm as well. The insulin pump was returned for analysis.